Event description:
On (B)(6) 2013,the reporter contacted animas and alleged the following: she woke up around 2am on (B)(6) 2013 with a blood glucose (bg ) of 350mg/dl. She changed out her site and set but bg continued to remain around 350 mg/dl. She began vomiting and tested positive for ketones. She continued on pump but took an injection of insulin to bring her bg down when bg is over 200. Bg came within target range but then began to climb again. She then spoke with her health care provider (hcp) who recommended a temporary basal of 40% increase. Her bg was much more stable at this point. Her bg levels were around 350mg/dl for about 48 hours. The patient reports no changes in her diet or activity level over the last few days, no other medications, no illness other than the vomiting after her bg was high and no environmental exposure of pump. Customer technical support (cts) reviewed the pump with the patient. Basal programs were set correctly and patient had not made any changes. The patient has resumed the pump. The hcp advised the patient to change her temporary basal from a 40% increase to a 30% increase. Bg is at time of call was 104 mg/dl. This complaint is being reported due to the allegation that a patient on pump therapy experienced hyperglycemia with vomiting and positive ketones. This complaint is being reported due to the allegation that a patient on pump therapy experienced hyperglycemia with vomiting and positive ketones.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/03/2014 with the following findings: during investigation, a review of the black box showed that data began on (B)(6) 2013. Due to continuous use of the pump, the black box data and histories for the event on (B)(6) 2013 have been overwritten. No activity related to the complaint was recorded in the available alarm history or black box; only typical usage was observed. The boluses and basal added up correctly to total the total daily dose. The pump passed a delivery accuracy test; the pump was found to be operating within required specifications and delivering accurately. No alarms occurred during testing. The complaint was unable to be duplicated; the pump information for the complaint date has been overwritten.